Event description:
Technical services received a call on 01/26/2012 from sales rep. Pt with alert to check ra lead, found 0.4mv pwaves back in (B)(6) 2011 but lately have been pretty much greater than 0.5mv? Discusesd less than or equal to 0.5mv would trigger alert but could recover then alert picked up by prm. Normal operation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).